Event description:
It was reported via repair work order that the stretcher would pop out of brake due to malfunctioned big wheel cam assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.